Event description:
The end user states that she was in bed and leaned over to the left side to reach for something and the rail just popped off of the bed. She landed on the floor she was not injured and was able to catch herself.